Manufacturer narrative:
The device was not returned for evaluation. An x-ray was supplied which showed separation of the construct.

Event description:
It was reported that the construct had disassociated and needed to be revised due to a gap between distal stem and the adjacent spacer. During the revision the head/tray/proximal body/spacer/assembly screw/ locking screw lifted out of the humerus manually. Several attempts were made to screw the threaded bar (both ends) into the distal stem. Several attempts were also made to screw the proximal body back into the distal stem, with no success. It was clear that the threads on the distal stem were damaged and would not engage. Using trephines, very long flexible osteotomes, and new assembly screw the distal stem was finally removed. The removal of the distal stem added 3.5-4 hours to the case.